Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel board was found damaged. Parts were replaced. The system was then found to be operating as intended.

Event description:
The customer reported, the system failed to boot up. The touchscreen and keyboard were also problematic. No report of pt injury.